Manufacturer narrative:
The actual device was not available; however, a photograph of the companion sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; and further testing be could not be performed. Therefore, the reported condition could not be verified by sample evaluation. However, the cause of the condition was determined to be a use error on behalf of the end user as it was reported they were not inverting and tapping the filter. The baxter sales representative assisted the customer and advised that per the label instructions it states: use aseptic technique. Attach female adapter (1) to fluid source. Fill, invert, and tap filter (2) to purge air during priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system extension set completely emptied. However, upon further clarification it was determined the user was not "inverting and tapping" the filter when priming. There was no patient involvement. No additional information is available.